Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3587a, lot# l67721, implanted: (B)(6) 1999, product type: lead. Product ID: a01411002, product type: recharger. (B)(4).

Event description:
It was reported that the patient was nearing replacement, normal battery depletion. It was reported that there were issues with recharging. The patient had issues for the past 4-5 years prior due to the position of the implantable neurostimulator (ins). The patient thought if they moved slightly they would lose the connection and it made charging difficult. Because of this, the patient was thinking about getting a non-rechargeable when it came time for replacement. It would take the patient about 5 hours to charge so they would do it at night. The patient was charging more than expected. It was not holding a charge as long as it used to. The issue began about 6 months prior. It would show that it was fully charged and then just drop like it lost all of its charge. It was reported that the patient had pain. They had pain at the implant site from wearing the charging belt so tight. The patient had this issue since the time of implant. There was a broken recharger belt. They had the belt so tight around the implant to prevent it from losing the connecting. It was reported that there was going to be an MRI. The healthcare provider (hcp) wanted to do an MRI for some health issues they were having. It was not related to the device therapy. They wanted to do the MRI of their brain but the hcp noted they couldn¿t do it; they had to have a CT scan. It was reported that the system was not working at the time of the report. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.